Manufacturer narrative:
Initial and final MDR (B)(4). MDR 3003442380-2026-02952 - device 5 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue with five infusion sets on (B)(6) 2026 as the infusion set fell off which was in use for one day. The patient replaced infusion sets and resumed insulin successfully. No further information available.